Event description:
It was reported that during use of the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% when priming the syringe the piston completely disconnected. The following information was provided by the initial reporter: piston that completely disconnected during the priming of the syringe.

Manufacturer narrative:
H.6 investigation summary: one photo was received for evaluation. Upon visual inspection, the stopper separation from the plunger is observed; therefore, the incident can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the root cause of this complaint could not be substantiated as the verbatim indicates customer misuse. Posiflush syringes are pre-filled single use syringe intended for flushing. Therefore, the verbatim "piston that completely disconnected during the priming of the syringe" is due to customer misuse. Pre-filled and conventional syringes have different purposes. Complaints received for this product and condition will continue to be tracked and trended.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% when priming the syringe the piston completely disconnected. The following information was provided by the initial reporter: piston that completely disconnected during the priming of the syringe.